Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, ongoing noise and automatic mode switching episodes were noted on the right atrial (ra) lead. During an ICD replacement due to normal eri, the pacing system analyzer confirmed the ra lead noise while it was manipulated in the device pocket and damage was suspected on the proximal end of the lead. No inappropriate therapy was delivered to the patient due to this incident. The ra lead was capped and replaced. The patient is stable.